Event description:
It was reported the epg (external pulse generator) screen was distorted at the bottom when turned on. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels, lower screen). Analysis also found the upper case, lower case, and one bail cover are broken. Lcd lens is cracked. Battery release and lead flex cover are contaminated. One bail cover, ring cover, one bail, ring, and battery drawer o-ring are missing. Battery contacts are compressed. One bail is bent and the keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).